Manufacturer narrative:
Following receipt of addtional information it has been established that this case is a duplicate of a prior report, MDR 3005477969-2012-00237, whereby device analysis was performed. With this extra information, this MDR effectively supersedes that previous report.

Event description:
It was reported that revision surgery was performed due to pain and elevated cobalt and chromium levels.